Event description:
It was reported that a patient underwent an arthroplasty on (B)(6) 2022 and the barbed suture was used. It was reported that the fixation feature had been missing in the newly dispensed suture when it was opened for an unknown surgery. Another like device was used to complete the surgery. Upon evaluation of the returned sample, it was found that there were damaged barbs and both sides of the fixation tab were cut. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one needle suture of product was returned for analysis. Upon visual inspection of the returned sample, body fluids on the length of the suture were noted, in addition, damaged barbs and both sides of the fixation tab were cut. After further evaluation of the end suture, marks were observed on the nucleus possibly from a surgical device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 ¿g/m.